Event description:
Reporter stated that customer received the following results on 2 different meters within 4-5 minutes: 7.7 mmol/l (mobile system) and 3.1 mmol/l (compact plus system). The customer felt hypoglycemic symptoms at the time of the results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the compact plus system. (B)(4).